Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (over 550 mg/dl) with traces of ketones. The customer would changed the supplies on the pump. Insulin injections and correction boluses were used to address the high bg level. The customer did not know the cause of the high bg as it remained high after the pump supplies had been changed numerous times. Tandem technical support advised the customer to consult with a healthcare provider regarding the high bg level.